Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they are having issues with their reservoir. The customer states the reservoir is leaking. The customer declined to troubleshoot for the high blood glucose levels. The customer's blood glucose level at the time of incident was 300mg/dl. The customer states they discarded of reservoir. The customer state leakage is noticed in the reservoir compartment. The customer was advised that replacement reservoir would be sent. The customer states they could not lower their blood glucose levels due to failed battery alarm. The customer declined to troubleshoot.